Event description:
Perhaps the patient was not getting the correct dose of insulin [incorrect dose administered by device]. Diabetic ketoacidosis [diabetic ketoacidosis]. This serious spontaneous case was reported by a pharmacist from ireland, concerns a female patient who used novofine 8mm (30g) autocover (needle) for diabetes and experienced "diabetic ketoacidosis" and reported "perhaps the patient was not getting the correct dose of insulin" beginning on unk date. Patient's height: not reported. Medical history includes diabetes mellitus (type and duration: unk). The patient had an underlying infection and was on antibiotics and a low dose of insulin. The pt had reportedly been taking novofine 8mm (30g) autocover (needle) from unk dates. On an unk date the pt was admitted to hospital for diabetes ketoacidosis. It was reported that there was a suspicion that perhaps the pt was not getting the correct dose of insulin (brand name not specified). On (B)(6) 2014, it was reported that the patient was discharged from the hospital (date unk) where the patient was being treated. Action taken to novofine 8mm (30g) autocover was not reported. The outcome of the event "diabetic ketoacidosis" was reported as unk. The outcome of the event "incorrect dose administered by device" was not reported. Company comment: with current info, the underlying infection and low dose of insulin are plausible explanation for the reported event. Reporter comment: pharmacist inquired about education for novofine autocover. Pharmacist said that she was not "100% sure" and therefore stated that it was possibly related to novofine autocover treatment.